Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had some redness and discomfort at the site where her trial-leads were pulled on (B)(6) 2013, but said she started having discomfort the day before the leads were pulled. The physician said the lead site looked good the day that he pulled the leads. The pt called her physician and reported she was still having discomfort at the site, and he directed her to the emergency room. The pt was treated with antibiotics for a possible infection. F/u info identified the site is healed.